Event description:
The us complainant reported the automated impella controller (aic) had a device shutdown so the aic was switched out. There was no reported patient harm.

Manufacturer narrative:
The investigation into the reported shutdown or restart issue has been completed. Data analysis shows that the automated impella controller (aic) ran the pump until (B)(6) 2023 when the io-graphics process crashed. The console rebooted in response followed by an io-graphics core dump and an unexpected shutdown alarm confirming what was reported clinically. Therapy was resumed for another hour before the pump was unplugged. The failure mode was unable to be reproduced naturally while running a pump during the investigation at the bench level. The io-graphics was forced to shutdown using a telnet command and the console responded the same as in the field. The root cause of the aic issue was determined to be the third party hardware/software that runs io-graphics.